Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The area was described as broken, oozing, and infected. The patient¿s physician prescribed calmoseptine ointment for the skin irritation. Follow up indicated that the skin irritation improved.